Event description:
A lifecor pt svs rep (psr) reported that when she attempted to insert one of the battery packs into the monitor she noticed that the battery stuck out of the monitor about ? Of an inch. The other battery pack was attempted with the same result. She reported that this system arrived to her like this and was not in use by a pt.

Manufacturer narrative:
Device MFR dates: monitor 1/2007. Battery pack 1/2007. Battery pack 1/2007. Battery charger 6/2006. Device evaluations of the returned equipment have been completed. The reported problem was confirmed. The cause of the battery packs protruding ?" From the rear of the monitor when inserted was bent battery connector contacts within monitor. Several of the battery connector contacts were bent slightly out of position, which prevented complete engagement with the mating contacts in the battery pack connector. Neither of the associated battery packs showed any signs of connector damage or misalignment. The associated battery charger showed no signs of connector damage or misalignment. The root cause of the bent contacts cannot be positively identified. No adverse event resulted from the damaged monitor. The monitor was not being used by a pt. The damaged connector will be replaced.